Event description:
It was reported that the right atrial lead exhibited noise over-sensing, which resulted in inappropriate mode switching and was reproducible with isometrics. No intervention was performed. There were no patient consequences. The patient will be further monitored.

Manufacturer narrative:
Further information was requested but not received.